Event description:
Patient reported right side "do not feel firm," "experiencing a lot of symptoms that came out of nowhere." Patient later reported "suspicion of rupture." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, visibility/palpability.